Event description:
It was reported end user has a dime size open area at one o' clock to peristomal skin that has been there for approximately 6 months.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. End user reports visit to wound care center who indicated open area is due to pressure. End user further reports changing daily. Skin care includes (B)(6) powder, silver dressings and duoderm. No additional information has been provided to date. Should additional information or sample become available, a follow-up report will be submitted.